Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 14-feb-2024 customer called in with the following concern: broken belt clip rails. No further details were provided. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked reservoir tube lip, partially broken retainer, broken belt clip rails, scratched case, cracked case on battery side, cracked case (battery tube), cracked keypad overlay at select button, pillowing keypad overlay, missing display window/cover, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken belt clip rails were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1884 that was returned for product analysis.